Manufacturer narrative:
Section b2: correction. Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported, that the patient expired on (B)(6) 2017. The cause of death was unknown, and no autopsy was performed. Multiple requests for additional information regarding this event were submitted to the account. However, no additional information was available. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18nov2011. The heartmate ii left ventricular assist system (lvas) instructions for use, lists adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. There was no autopsy performed. No additional information was provided.